Manufacturer narrative:
Investigation results completed on a cadd solis 2120 pump. The device with sn (B)(4) failed pm testing the event log did not validate complaint. The customers problem was not duplicated in when testing. The device passed all functional testing. As preventative measure the downstream seal replaced do to air bubble. Device was in good physical condition. Additional contact : (B)(6).

Event description:
Information received a smith medical cadd-solis 2120 pump failed during testing. 20 out of 21 complaints had various complaints of alarm from upstream, downstream and air detector sensor failures. Documenting on sn (B)(4) , failed pm testing, no patient involvement.